Manufacturer narrative:
Claim#: (B)(4).

Event description:
The patient reported that he had a evo icl lens implanted into his left eye (os) at the end of (B)(6) 2023. Patient is dissatisfied with the result of visual acuity and states his vision is blurry in distance. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.